Event description:
It was reported, that stent damage occurred. The target lesion was located in the left anterior descending artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure, it was noted, that the stent could not be tracked and was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 38mm x 3.50mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the proximal region were lifted from the crimped stent position. The undamaged stent was measured by snap gauge. And the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination found no issues with the tip.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not be tracked and was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.